Manufacturer narrative:
This report is filed on july 23, 2019.

Event description:
Per the clinic, the patient experienced redness and pain at abutment site and subsequently was treated with antibiotics (type and date not reported).